Event description:
It was reported during an initial knee arthroplasty that the femoral impactor pad fractured upon insertion of the femoral trial. A different instrument was used successfully to complete the procedure. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint has been confirmed by the returned device being fractured. Visual examination of the returned product shows that the impactor pad is broken. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to wear and tear from over nine (9) years of use in the field. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon insertion of the femoral trial. No adverse events were reported as a result of this malfunction.